Event description:
A report was received that the patient developed a hematoma after a paddle implant procedure. The patient experienced a completely flaccid left leg and limited movement in the right leg from the knee down. The patient also had no sensation in either of her upper legs, but the upper extremities are fine. The patient's system was explanted.